Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient was having trouble charging their implantable neurostimulator (ins) despite having four coupling boxes and charging for two hours. The ins did not reach 100 percent charged. The patient was unhappy with the situation and wanted a solution. No patient complications were anticipated.

Manufacturer narrative:
Mfg site ID update to 3004209178. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the implantable neurostimulator (ins) was checked on (B)(6)2017. The patient and hcp were not able to get coupling better than 4 bars and getting 4 bars was very hard to hold. Slight displacement of the recharging system resulted in contact being lost. The manufacturer representative tried using the antenna locate feature, but was still only able to be four coupling bars. A second recharger was tried, but the result was the same. The manufacturer representative saw some 0 data in the recharger statistics that happened when the connection was lost. Losing the connection happened relatively often with the patient. Increasing the distance between the antenna and ins resulted in worse coupling as expected. The ins was situated relatively deep, which could be seen and felt. The hcp indicated the ins was placed in the old pocket of the ins which was under the muscle. The ins placed under the muscle could explain the suboptimal coupling. There was no indication that the ins had flipped. No other issues were found when interrogating the ins. An interrogation printout showed the ins was typically charged one hour every day with four coupling bars. The ins was programmed to c+, 8- at 4.2v, 60 use c, and 125 hz on program 1 of the left side, c+, 9- at 2.8v, 60 use c, and 125 hz on program 2 of the left side, c+, 0- at 2.7v, 60 use c, and 125 hz on program 1 of the right side and c+, 1- at 3.3 v, 60 use c, and 125 hz on program 2 of the right side. The patient did not experience any symptoms related to the event. No additional actions had been taken and the hcp was considering options. The patient was receiving effective therapy, but had to charge more often and longer. The issue was not resolved.